Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 589 mg/dl and a high ketone level identified as dangerous by healthcare provider. The cause of elevated bg was unknown. Prior to hospitalization, the customer delivered a bolus via the pump and administered a manual injection to attempt to lower bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg at the hospital. A system check was performed, and no issues were identified with the pump, insulin, or infusion set, and confirmed the pump was functioning as intended. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved.